Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, when the cable was moved, the image went in and out. The cable felt as if there might be kinks on the inside. A delay in the procedure of less than five (5) minutes occurred as an unknown back-up device was obtained. No harm to the patient or user was reported.